Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. Engineering did not find a system malfunction. Investigation of the case showed the system was positioned in such a way that the trajectory was unreachable. Ultimately, the user aborted egps in this case and there were no reported adverse effects to the patient. The observed overall risk level is low which matches the observed anticipated risk level. Therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
The matching was done and we started to approach with the robot. The screws were only necessary on the right side, so we got all three right screws green frame and stabilized the robot in that position. Selected a screw and pressed the footpaddle, with the immediately got the message trajectory out of range. It stayed like that after software reset, switch to cranial and back and to 3 hard shutdowns including pulling out the electric cord. Nothing changed the trajectory out of range message.